Manufacturer narrative:
(B)(4). Manufacturing site evaluation: on-going.

Event description:
(B)(6). During a cut in the skin the scalpel blade broke into four parts. It happened before more than once that the scalpel blade broke into two parts. Only skin is cut, while sidewards movements with the blade are possible, but never, bones are cut, only skin and tissue. Medical complications:yes / batch 4506177770 or 4506296643.